Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid fluid. The cause of the peritonitis was unknown. It was reported the patient was hospitalized six days after event onset. Treatment was the peritonitis was unknown. The patient was recovering from the peritonitis event. Nineteen days after event onset, the patient passed away in the hospital. The cause of death was not reported. It was unknown if an autopsy was performed. It was reported pd therapy was ongoing prior to and at the time of death. No additional information was available.